Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support but after troubleshooting, is not able to determine cause. The customer will continue to use current pump then will switch to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.